Manufacturer narrative:
(B)(4). A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There were no signs of damage or other imperfections noted along the laser fiber body. Further examination revealed that light was travelling to the half of the fiber face within the sub miniature-a (sma) connector and the other half was a black shadow. Examination under magnification revealed that the black shadow were debris and/or burn marks. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was weak and scattered with an effective transmission of 14.12%. The returned flexiva laser fiber did not have any issue connecting to the laser as indicated by the ¿attach laser fiber¿ message clearing from the console after attachment; therefore the reported complaint could not be confirmed. The most probable root cause for this complaint event is caused by other as it is likely there was an issue with the complainant console that led to the connection issue, since the fiber connected without issue during analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 16, 2016 that a flexiva 200 laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a holmium laser console. According to the complainant, during the procedure, the laser fiber did not thread on correctly. Aiming beam was visible and they were able to use about 300j of energy with no effect on the stone. The procedure was completed with another flexiva 200 laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached and a shadow was seen within the fiber face due to debris and/or burn marks.